Event description:
Additional information received reported that a patient fell, landed on her side, and it was discovered that she had a lead fracture. It was stated that the patient was "happy" with her therapy before the fall, but has had "troubles" ever since. Approximately two weeks later, it was reported that there were high impedances on all electrodes during a programming session. The device was still in the patient, but it was turned off. A lead replacement surgery was discussed, but an exact date was not scheduled. No further information was provided.

Event description:
It was reported that the patient could not feel any sensation when changing programs. The patient noted that she didn't feel any stimulation and had a return of bladder symptoms. The patient's symptoms included urinary frequency, back pain, burning when urinating. It was further noted that the patient was told that "her leads were broken and she would need to have surgery to replace them." The patient outcome was not provided.

Manufacturer narrative:
Product ID 3093-28, lot # v822732, implanted: (B)(6) 2011, product type lead. Product ID 3037, serial # (B)(4), product type programmer.

Manufacturer narrative:
(B)(4).